Event description:
During device set-up, the thermogard console (sn (B)(6)) displayed a tcmid:02 (ce danfoss error) error message during the self-test. A second console was used to complete the treatment. Also, the display head housing is damaged. No impact or consequence to the patient.

Manufacturer narrative:
Zoll has not yet received the device in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.